Event description:
Caller stated that she was implanted with a twirl biopsy marker on (B)(6) 2023. Shortly after implantation she started to experience pain, discomfort, swelling and fever. She complained to her doctor and after series of test and ultrasound she was placed on antibiotics which helped with the swelling but the swelling returned with more pain. She had another ultrasound and was told the implant migrated. Caller continue to experience pain, fatigue, swelling, fever and redness. She stated that her breast is inflammed and hard.